Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is advanced against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported complaint, the vessel was narrowed due to stenosis and resistance was experienced while advancing the velocity. Further evaluation revealed an additional fracture on the catheter shaft and ovalization. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the venous sinus using a velocity delivery microcatheter (velocity), a non-penumbra catheter, and a guidewire. During the procedure, the physician advanced the velocity over the guidewire and used the velocity to deliver the non-penumbra catheter across the lesion to the target vessel. It was reported that the vessel was narrowed due to stenosis and the physician experienced resistance advancing the velocity. The physician then removed the velocity along with the guidewire and noticed the velocity was broken at the mid-shaft. The velocity was not needed for the remainder of the procedure. The procedure was successfully completed using the same non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.